Manufacturer narrative:
Device was not explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. This report is for one unknown spinal rod. Part and lot numbers were not provided by the reporter. UDI# is unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a deformity correction from t3 to l3 using matrix construct on (B)(6) 2015. Initial surgery was successfully completed without complications. A follow-up x-ray on unknown date revealed that a locking cap (09.632.099) has completely dislodged (free-floating) from the original location. It was noted that in the x-ray, the rod appears to be on top of the screw head. The patient had a revision surgery on (B)(6) 2015. The rod was re-bent and the locking cap was replaced. The surgeon believed that he did not bend the rod enough during the initial surgery. The same screw was used. The patient is in stable condition. Revision surgery was successfully completed without surgical delay. This report is for one unknown spinal rod. This report is 2 of 2 for (B)(4).